Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown. The initial reporter's occupation is not applicable; other. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving morphine with concentration 55 mg/ml at a dose rate of 7.6 mg/day via an implantable pump for non-malignant pain. It was reported that patient experienced pain that started ¿probably¿ (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (year known only). It was further noted that when the patient went to get a refill two weeks ago the healthcare provider told them she needed to come back today ((B)(6) 2018) to have another refill since the alarm was set to go off on (B)(6) 2018. When the patient was at the hcp¿s office for a refill, they pulled out 18 ml of medication and they were supposed to only be able to pull out 2 ml. No intervention was mentioned. It was indicated that the hcp was stating that a manufacturer representative needed to come and have the pump evaluated. Reported symptoms were pain which was in the patient¿s back and legs. It was further noted the patient didn¿t seem to be getting any relief. It was also reported that the patient¿s personal therapy manager (ptm) kept locking the patient out from getting a bolus; the date of event was 2 days ago in (B)(6) 2018. The bolus was unexpectedly declined. Sometimes it would tell her to wait 10 hours and so many minutes, and then she would wait, and it would be successful. Other times she waits the time it's showing her, but then it's unsuccessful. It was further indicated that the hcp told the patient on (B)(6) 2018 that 38 boluses were successful and 8 were not. It was noted that the hcp was saying the ptm may have not been giving the bolus regarding lockout because it was conserving medication, but again had said a manufacturer representative needed to evaluate the pump. Regarding lock out parameters, the patient was supposed to get 4 boluses in 24 hours. It was being considered at the time of the report that there was more than just one lock out that they needed to consider; ptm lock outs and how they work were reviewed at the time of the report. The patient was to follow-up with their hcp. Regarding the lock outs, no symptom was reported. It was confirmed that the drug, dose, and concentration had been the same throughout all events reported. A company representative was reaching out to the physician¿s office. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.